Event description:
Facility reported that loaner equipment shipped to the facility, for a surgery, was incomplete and missing the frame adapter component. Pt had been prepped for surgery, which included two burr holes drilled in the skull. Due to the incomplete equipment, the surgery was cancelled. Surgery was performed the following day with no complications.

Manufacturer narrative:
Facility had returned equipment to MFR for routine periodic maintenance. A "loaner" was sent to the facility for use until the maintenance was complete. The loaner shipment did not include the necessary leksell frame adapter which allows the microtargeting drive to be mounted on the stereotactic frame. This error was an oversight by the MFR. There was no production malfunction; this report documents the cancelled surgery due to the missing equipment. Equipment was sent for over-night delivery and the surgery was performed the following day with no further complications to the pt. Steps taken to prevent this from recurring include an additional person checking loaner equipment prior to shipment to ensure it contains all needed parts.